Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm 3) was pausing while the surgeon using it. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and noted master tool manipulator- right (mtmr) 2 gravity compensation errors and engagement errors on the usm 3. The customer stated that usm 3 was under control of mtmr. The customer rebooted the system prior to calling in and noticed vibration on mtmr2. The surgeon moved to surgeon side console (ssc) 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and it did initially power on without errors. The action taken to resolve was to switch to ssc2 and the procedure was completed robotically. The mtmr was vibrating on startup and during the initial self tests it was swinging around in a way that was not normal and colliding with the ergo arm rest. The fse did not install any instruments and test since something was clearly wrong.

Manufacturer narrative:
Based on the claim against the product by the customer noting mtm issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon arrival, the fse started the system in normal mode and during startup tests the mtmr was making loud vibration noises and visibly moving incorrectly. A new mtmr was installed on suspect surgeon side console. During dte tests the gravity compensation verify failed and was subsequently calibrated. Full dte ssc tests and sine cycle completed with no issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm failure analysis, and the reported failure was able to be reproduced during sine cycle. The axis 3 mechanical cable was found loose. The axis 3 mechanical cable was re-adjusted, and the mtmr was re-calibrated. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The complaint regarding mtm issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.